Event description:
Related manufacturer reference number:2017865-2021-38695. It was reported that the patient presented remotely via (B)(6). Review of the transmission revealed that the right ventricular lead exhibited sensing noise and low impedance and the pacemaker exhibited myopotential oversensing. Programming changes were performed. The patient was in stable condition.